Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right ventricular (rv) lead exhibit oversensing. The blanking period was increased to correct the issue. At this time, no adverse pt effects, pacing inhibition or asystole have been reported. Out records indicate this lead remains implanted. If additional info is received, this report will be updated.